Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 20.3 mmol/l (365.4mg/dl) while wearing the pod between 4 and 24 hours. The patient reported seeing fluid leak from the pod and checked the pod. Upon inspection, the adhesive reportedly peeled off the infusion site (arm), causing the cannula to lift from the site. As treatment, the patient gave a manual correction of 5 units of insulin using an insulin pen. The pod was discarded.